Manufacturer narrative:
Concomitant medical products continued: product ID: 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had increasing and high thresholds. The lead was programmed off and it remains implanted. No patient complications have been reported as a result of this event.